Event description:
Caller reported a malfunction on the pump, specifically a malfunction code labeled malf 0, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and assisted the caller in resetting the pump, after which the malfunction code did not recur.